Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker and the right ventricular (rv) lead exhibited failure to capture. The pacemaker and the rv lead was explanted, and a replacement leadless pacemaker was implanted. The patient experienced no consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As complete lead was returned in two pieces for analysis. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damages.